Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc freestyle libre sensor. The customer reported 'lo' readings (< 40 mg/dl) for many hours, as compared to a competitor blood glucose reading of 207 mg/dl. It was reported that the customer did not experience adverse symptoms, but was taken to the hospital later in the night. A laboratory blood glucose result of 307 mg/dl was obtained, but the caregiver did not know if any treatment was administered. There was no report of death or permanent injury associated with this event.